Event description:
In 2008, the patient reported experiencing an air bubble in her insulin cartridge and she changed the cartridge. She stated that she allows insulin to warm to room temperature before use. She stated that she does not attach the insulin cartridge, adapter, and infusion tubing prior to insertion into the infusion device. Upon follow up on two days later, the patient stated that attaching the insulin cartridge, adapter, and infusion tubing prior to insertion into the infusion device appears to reduce air bubbles. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.